Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported, the patient was implanted with an elevate anterior graft. The patient experienced delayed micturition, which resulted from residual urine. It was reported that the patient was administered tamsulosin and had "intermittent catheter" on (B)(6) 2013. It was reported the delayed micturition resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.